Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that his quick set quick release tubing pulled out when he was sleeping. No further information available.